Event description:
It was reported that the device was leaking out the front. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked reservoir cover, altered line cord, damaged front cover and rear enclosure. Device contains old style pcb (print circuit board). The customer stated problem was duplicated, water was leaking from the front of the reservoir cover. No action taken due to the age and condition of the device. Device is beyond economical repair and it was scrapped. The cause of the reported problem was traced to user manipulation of the device (damaged/broken). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.